Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty switch harness cause unable turn on and off unit, and rear fan ventilation grill broken. A root cause could not be identified. Based on the results of the investigation, it is likely the reported failure was caused due to broken rear fan ventilation grill, damaged caused overheat and unit went to spare lamp. Additionally, the most probable cause for additional malfunction unable to turn on switch unit was due to faulty switch harness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had lamp going into back up lamp mode. The issue was found during inspection for use. There were no reports of patient harm.